Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during an ventricular tachycardia episode, high voltage therapy was aborted due to a lead impedance anomaly. The arrhythmia spontaneously converted on its own. Lead was explanted and replaced.